Manufacturer narrative:
No patient information was provided as no patient was present. The site stated they have already purchased a replacement vertek arm through medtronic customer service and stated that the older, damaged vertek arm will not be returned to the manufacturer for the evaluation.

Event description:
A medtronic representative reported the site had broken their vertex arm and it will not tighten down properly. This event was reported outside the operating room, no patient was present.